Event description:
It was reported that (1) tlc75 device was used during a colon resection procedure. It was reported by the rep that first firing was successful. On the second and third firings, the instrument locked out before the firing cycle was completed. A new instrument locked out before the firing cycle was completed. A new instrument and new reloads were opened and fired without incident. It is unk how the case was completed. Only the device and one reload will be returned; the other reload is rpo.